Event description:
User was cut on right hand index finger. Tube shattered at top where stopper sits during 2 handed stopper removal. "Account has recently experienced a breakage within their centrifuge while spinning at 3500 rpm (6 total). This time an injury resulted while removing broken glass from centrifuge."